Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI -unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported the physician requested that a 6fr angio-seal device be deployed at the end of the case. The groin shot looked clean with a good stick and no excessive tortuosity. The angio-seal was attempted to be advanced over the wire and into the arteriotomy but the device would not track down in the vessel. After several attempts the doctor asked for a second device. The second device was delivered with out any issues and the arteriotomy was closed successfully. There was no patient injury and no noted blood loss from this event. The procedure outcome was reported to a success. Additional information was received on 11/15/18. The procedure performed was a left heart catheterization.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section and update section. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. One used 6 fr angio-seal vip device was returned for evaluation. The hemostasis sheath was returned properly mated with the arteriotomy locator and the carrier tube assembly was unused. No other accessory components were received. Visual inspection of the returned components revealed no defects. The hemostasis sheath was properly mated with the arteriotomy locator. Microscopic analysis revealed no damage at the hemostasis sheath locator transition. No anomalies were noted with the carrier tube assembly. Functional testing was conducted. The locator was removed from the hemostasis sheath and attempted to be snapped back in again. A tactile snap was felt when the locator and sheath were mated. There were no anomalies noted. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, the returned device was the normal product and functioned as intended.